Event description:
The patient reported: my lower retainers are incorrect yet again. I've been consistently asking for them to cover my back teeth. Despite doing several impressions and receiving confirmation that they would cover my teeth, they still don't. If they don't cover my back teeth, I'll just have the same issues with my back molar erupting further, which causes my jaw to not close properly. Please see the attached image and kindly remake them correctly. Clinical review: specific instructions for upper refinement aligners and lower post-treatment retainers were given to the treatment planning and manufacturing teams. Both teams confirmed that these orders would be made to cover all teeth. However, the lower retainer received by the patient does not cover all molars.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.